Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported that a v200 ventilator was experiencing a high internal oxygen alarm during pre-use set up. The device was evaluated by the customer who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, however, the device as being set up for use. There was a minor delay with no patient or user harm reported. A second unit was used to prevent any further delay. It was reported that the customer replaced the sensor board following the advice of the remote service engineer (rse). The unit was then functionally tested and successfully passed specified testing. The unit was returned to service. No other anomalies were reported.